Event description:
Charge circuit inactive message, long charge time (14.63 sec) reported. Delivery into a lead short caused charge time out, which triggered pt alert. No shock delivery for vf due to charge circuit damage.